Event description:
The customer reported for their end customer that the valve leaked. No further information is available at this time. The sample was saved and will be returned. Product code 4003203; lot number is unk at this time.